Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was recently admitted on (B)(6) 2015 for an elevated lactate dehydrogenase (ldh) level of 686 u/l and an integrilin infusion was initiated. The patient¿s blood pressure on admission was 108/88 mmhg. The patient had recently been discharged on aspirin, coumadin, persantine and trental. The patient was reported to be symptomatic ¿ no details were provided. A review of the system controller data log file noted the pump powers were slightly trending upward. On (B)(6) 2015, the patient¿s ldh was 642 u/l. The patient¿s last CT scan had been performed on (B)(6) 2015 which showed the inflow and outflow cannulae were patent without thrombus. The orifice of the inflow cannula was abutting the wall of the left ventricle, possibly associated with flow restriction. Noted cardiomegaly and mild congestive heart failure were without change. An echocardiogram performed on (B)(6) 2015 showed the septum was midline and aortic valve does not open. At that time there were no further plans for treatment; however, the possibility of a pump exchange was being discussed. On 05/08/2015 it was reported that the patient was doing pretty well. The patient's ldh was in the 400 u/l range. The patient¿s blood pressure was aggressively treated and the ldh levels were improving. The patient continues to be monitored and there were no plans for a pump exchange at that time.

Manufacturer narrative:
Approximate age of device - 8 months. The manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing the file on this event. Placeholder.